Event description:
Additionally, it was reported that the event did not occur during procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the suggested event was presumed to be caused by the user¿s handling or a therapeutic device it was used with. It was stated that, although, the forceps elevator moved, fixing strength of the guide wire and raising angle of the forceps were insufficient. The suggested event was not reproduced at the time of incoming inspection for repair, and nonconformity of the subject device which influenced the suggested event was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation found the bending section cover was separated and the bending section tube was deformed and shortened. Additionally, the charged coupled device (ccd) was worn and there were cosmetics scratches on the device. The investigation was found to be as a result of wear and tear due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility reported to olympus that, the evis exera ii duodenovideoscope forceps elevator does not move down anymore. There was no patient harm or user injury reported due to the event.